Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on current and stored electrograms (egm). T-wave oversensing (twos) and irregular pacing was also reported. The rv lead remains in use. No patient complications have been reported as a result of this event.